Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 6.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced a leakage issue with 6 infusion sets as infusion set tubing was leaking at the site and had been in use for 1 day, which led to the patient experiencing elevated blood glucose levels (407 mg/dl) that was managed with a correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. The event occurred during (B)(6) 2026. No further information available.